Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen-unreadable, touch screen-unresponsive, issue was verified, but the touch screen - cracked/shattered/scratched issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.